Event description:
Info received indicates the hi/low foot cylinder is drifting slowly. It is not noticeable until after 9 hours.

Manufacturer narrative:
The technician found a problem with an inner valve in the hydraulic manifold. The technician replaced the hydraulic manifold to repair the bed.